Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode operation, and premature battery depletion (pbd) was suspected. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.